Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: a manufacturing record evaluation was performed for the finished device lot number: u2303018, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon the photos review, it was noted that the tip of the device sparks. No further information was provided. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Based on the investigation findings, it was conclude that the device is required for physical evaluation, the photos provided are not enough evidence to determine the root cause for the issue experienced by the customer, hands on analysis should provide the required evidence. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities

Event description:
It was reported by the sales rep in china that during a rotator cuff repair surgical procedure on (B)(6) 2024, a vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device had sparks. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.